Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that the helix was extended but deformed. Tests were completed to assess the lead¿s electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. Analysis was not able to determine when the helix became deformed. If it occurred during the implant procedure it may have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged resulting in loss of capture (loc). The lead was explanted and replaced without incident. Besides surgical intervention there were no adverse patient effects reported.